Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. As the device is beyond a year from manufacture and with no indication of a manufacturing defect, no device history review was performed. Per service history review this device has not been in for service previously.

Event description:
It was reported that the pump was alarming no disposable. Alarm was silenced, settings were reviewed. User tried to close the clamp but was not able to locate the clamp. Pump was powered off. No additional information provided. No patient injury reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.